Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material in the light guide rod lens, and chipped charge coupled device lens that caused poor quality image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. The most likely cause of the chipped charge coupled device lens was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.